Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in june 2009 and that it had performed to specification up to (B)(6) 2009. The device failed multiple self-tests due to a low battery between (B)(6) 2009 and (B)(6) 2010. During this period the temperatures recorded ranged from -2.0- 29 degree centigrade. The device remained in fault mode for 2 months. Multiple manual power-ups were recorded between (B)(6) 2010 and (B)(6) 2010 during which time the pad-pak became depleted. A fresh pad-pak was installed in (B)(6) 2010. Multiple manual power-ups, mainly of ten minute duration occurred between (B)(6) 2013 and (B)(6) 2013. Investigation confirmed a fault with the membrane. This caused the device to switch itself on automatically, which has the potential to cause premature depletion of the pad-paks (battery). The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. The device malfunctioned in that it was depleting pad-paks before the expiry date.